Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture-breast was received on may 03, 2024 with lot number 2465435. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/may/2024.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.